Event description:
The customer mother reported that the customer had a button unresponsive on the insulin pump. The customer's blood glucose level was unknown. The customer was advised to revert to back up plan and arranged for a call back on monday morning once insulin pump warranty status could be checked in the system. The customer mother was advised that the insulin pump is in warranty. The patient was advised that the insulin pump to be returned and replaced.

Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. The insulin pump was received with a cracked reservoir tube lip, broken battery tube threads, a cracked case at the display window corners, minor scratches on the display window, a scratched reservoir tube window, and a stained end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.